Event description:
It was reported to medtronic minimed that the customer passed away on (B)(6) 2019 and the cause of death was heart illness. The last known product(s) for the customer were as follows: mmt-1715k, mmt-332a, unomedical. The pump was worn at the time of passing. Mmt-1715k was returned for analysis. No product return is required for mmt-332a. No product return is required for unomedical.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. The pump passed the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test and force sensor test. Unable to perform the occlusion test, displacement test, and the dat due to detached retainer ring. The pump was received with a faded serial number label. The following were noted during visual inspection: minor scratched display window, scratched display window cover, scratched case, faded end cap address label, pillowing keypad overlay, cracked keypad overlay at the select button, keypad overlay texture damage and detached retainer ring. Test p-cap and reservoir locked properly into reservoir compartment during testing. History download was successful using thus and carelink upload was successful. The pump did not have a battery installed when received. The pump was received without the original battery cap. Unable to list the daily total of all insulin delivered on the event date (B)(6) 2019 and the 7 days prior to that date due to no data available in the pump history file. Unable to verify bolus delivery, source of boluses delivered, daily total of all insulin delivered and any alarms/suspends for event date (B)(6) 2019 due to no data available in the pump history file. Unable to perform the history review 1 week prior to the event date (B)(6) 2019 in the pump history file due to no data available. Unable to complete the functional testing due to detached retainer ring. The pump passed the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test and force sensor test. Unable to perform the occlusion test, displacement test, and the dat due to detached retainer ring. Cosmetic damage was confirmed at the back of the pump (faded serial number label). Damage- label damage or missing confirmed. Damage-retainer ring damage confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.